Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the patient started having pain last summer (2012). Patient is complaining of having pain when lying down and rolling over. Patient also has pain when sitting down and is unable to put weight on her left leg when getting up from being seated. Patient states that when she stands up, she has to make sure she is stable first before walking. Patient feels that the longer she has the implant the worse she feels.